Manufacturer narrative:
Additional model #: versions 015. Cerner is distributing priority review flash (B)(4) to notify all potentially impacted client sites of this issue. The flash includes a description of the issue, and the work around that clients can use to avoid the issue until the software correction is available and installed in their production environment. The flash was posted on cerner.com on (B)(4)/2009 and also will be provided to clients in electronic form via email, and in hard copy form via certified us. Mail (return receipt requested). Cerner corporation will distribute an updated priority review flash by the same methods described above when the software correction to address this issue is available. Cerner corporation will issue a follow-up report when the software correction is available.

Event description:
The issue involves the potential duplication of unit numbers within cerner classic pathnet blood bank donor and affects sites that start over each year with their lab unit numbers (for example, sites that use a range of numbers such as 00001-29999 for both 2008 and 2009). Because the software currently only validates against the last six digits of the unit number, which is not a unique identifier across different collection years, there can be instances where the software displays results for units drawn the previous year rather than the results for units from the current year that share the same last six digits. The units from the current year should not have a result value until it has been entered by the user, but instead the software is picking up the result value from the previous year. Cerner has not received notification of any adverse events that occurred as a result of this issue. There is the potential that a donor unit with positive test results could be reported as having negative testing based on the results of previously drawn units with the same last six digits if a site continues to use duplicate unit numbers. The opposite is also true, whereby a negative result could be displayed as being positive.